Event description:
It was reported there was dysfunction of the lead which lead to loss of stimulation. The patient had less than 50% therapy relief in their lower limb. It was also noted that high impedance was observed. The lead was explanted and replaced and the event resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the high impedance was determined to be electrode dysfunction.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a reappearance of pain.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was changed to (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 3587a, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).